Manufacturer narrative:
Approximate age of device- 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported low speed events and pump stop events were occurring while on mobile power unit (mpu) the mpu patient cable has been damaged by a rabbit chewing on it. Although there was no visible damage to the mpu patient cable, the pump stoppages occurred while on mpu an possible malfunctions caused by an animal bite. No additional information was provided.

Manufacturer narrative:
Section age or date of birth: correction sections concomitant medical products and device evaluated by MFR and device manufacture date additional information. Manufacturer's investigation conclusion: the reported event of low speed events and pump stops could not be confirmed with the returned mobile power unit (serial # mpu-27017). The returned mobile power unit was tested together with laboratory equipment and no functional issue was identified. Power was able to be supplied via the patient cable without interruption. The noted tear on the outer jacket of the patient cable did not affect any function of the mpu. Electrical testing of the patient cable portion of the mpu did not reveal any short, severed, or conductor breakdown condition with the underlying wires that potentially could be related to an alarm or an interruption of power to the system controller. The analysis could not determine the root cause that attributed to the tear on the patient cable. No further information was provided. The manufacturer is closing the file on this event.